Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 314 mg/dl. The customer tried 2 new batteries with the pump and it will not come back on. The customer stated that the display was not blank for less than 30 seconds. The customer stated that the battery cap was not damaged nor corroded. The customer was advised to monitor the pump and call back if issues recur.